Event description:
Yesterday, clinical engineering was called to intermediate care by environmental services. Had a very significant bleed out of patient which occurred. Hospital does a very deep cleaning but they found a cover panel on hill rom centrella acting as a pinch guard where the siderails move up and down on the bed. Not intended to be removed (IFU does not require removal) during cleaning. It was already ajar during this incident so the staff could see into it with lots of blood and fluid ingress. They thought it was isolated to this case but they started looking at other beds (16-17) and all have some level of contamination behind this cover panel. 100% failure rate as far as hospital is aware and they are moving forward assuming every bed has this issue. Ranges from dried blood, to cleaning agents, yellow fluids, no kind of panel or gasketing materials to prevent any fluids from seeping into there. No active seepage or leaking identified to date, a urinal holder is right beneath this area, working hypothesis is that any spillage would run down side rails and directly into that area. Any issues with patient incontinence or bowel issues, bleeding were the primary concerns but they believe this is a general design issue. Any cleaning of the bed would allow for moisture to enter in there with nowhere to go. Hospital uses crothall environmental services for environmental services. Follow perisec 12 step guidelines (metered peroxide based cleaner) with microfiber cloths (pre dispensed amount of water and paracetic acid) and change cloths frequently as cleaning bed. 16-17 implicated beds are still at hospital and will be in use after cleaning, working on an interim solution. Believe that if they have found this in all beds so far, then they will find this concern in all of their hundreds of beds and this is very concerning and poses a potential threat to patient health and safety. Purely mechanical area, no electrical components in the region and none were impacted. Hospital believes fluid ingress in these areas has been happening for some time, possibly since the beds were first used. Area where this ingress occurs is very close to the patient's face in orientation on the beds. C. Diff or other spores of other bacteria more likely to transfer to patient if present. The cover is not sealed at all, and the cover implies that it does not need to be cleaned. Manufacturer response for bed, centrella (per site reporter): spoke with their local hill rom reps (field service tech, regional service manager) via phone and they requested to visit the hospital to provide documents (newly written technical services bulletin) to give guidance on how to clean these pads. Proceeded to indicate that while they were learning about issue, they would provide education to our team on how to clean, remove, and replace the cover. Hospital senior staff then asked someone not familiar with the device, from hill-rom, to remove it and they could not do it until several minutes later. Hospital finds this untenable as they would need to have housekeepers re-trained who have to do this dozens of times a day and if their own employee was not able to easily remove, this would lead to issues for hospital staff doing this as well. This piece has very fine grooves (difficult to clean during servicing), non-patient facing materials that are removed during patient discharge service. Director of clinical engineering has volunteered to do this and come in during discharge to remove the pads for cleaning but it is a very difficult workaround that is unsustainable. Hospital believes the vendor is not viewing this as seriously and their responses were not satisfactory at all and that their demo on how to remove them was not effective. No tech details provided by hill rom during in person visit as they said on call. Hospital has already broken a piece when trying to do the removal steps hill rom showed, and their IFU does not mention specifically how to do this.